Event description:
It was reported that during deployment of the absolute, it jumped back during deployment and was partially deployed in an unintended site. Post dilatation was done and the procedure was completed.